Event description:
It was reported to philips that the therapy delivery check fails. There was no patient involvement.

Manufacturer narrative:
The fse sent a quote for the therapy pca and therapy capacitor to the customer and the customer has not yet responded to confirm the purchase. Once or if the customer approves the purchase, the therapy pca and therapy capacitor will be replaced to get the device into working order. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca and therapy capacitor, the replacement for which a quote was provided. The device remains at the customer site and no further evaluation is required at this time.